Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient stated that he had received the implant for urgency and urinary incontinence. The patient reported that two nights ago, he experienced the constant urge to urinate; however, he couldn't void and had to 'force it out'. The patient said he had not had these symptoms before. The patient decided to increase the settings from 1.1 to 1.3 and was okay during the day; however, at night he was still going frequently. He again, adjusted and increased to 1.8, and constantly felt a little 'tinge' on his penis. The patient reported still feeling the strong urge to urinate, but having a hard time starting the flow and that it was hard to come out. The patient said that yesterday, he saw the nurse practitioner and was told that everything looks fine, and that the urine sample was negative. The nurse also suggested that the patient continue adjusting the settings and could consider changing programs.. The patient said that he decreased to 1.7 this morning and that he was on program 6. Patient services offered to review how to switch programs, but the patient declined. The patient was taking pain medication, but wasn't in pain. He was also on standard post-op antibiotics for ten days. Patient services reviewed therapy information, general programming guidance, healing time factors, and suggested that the patient contact their nurse practitioner to review side effects of his medications/anesthesia as possible contributing factors. Patient services also suggested that the patient address his medical question about why his symptoms were different at night and discuss options of switching programs. The patient said that during the trial he didn't have any of these issues. Later that day, the patient called back reporting the same concerns, and that he was still urinating every 5-10 minutes, which he did not experience prior to the implant. The past 3 nights the frequent urination had kept him up all night and sometimes he had the urge, but could not urinate anything but a drop. Patient services reviewed possible adverse events and recommended the patient keep the amplitude at a comfortable level or consider turning therapy off until he could follow up with his managing healthcare provider (hcp). The patient reviewed the option to change programs if their hcp feels it is necessary. No device issues or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that their symptoms issue occurred immediately after the device was implanted. The patient indicated that they did trial and error with the device to find new program that worked. The patient stated that neither the rep and the doctor at the hospital did a good job of educating him on adjusting the device.